Event description:
It was reported that the ventilator generated a technical error codes indicating disabled valves and internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating disabled valves and internal memory error. The reported issue was solved by replacing the breathing control printed circuit board (pcb). The dc/dc & standard connectors pcb was also replaced. The ventilator was returned to the customer and cleared for clinical use after passed tests. Replaced parts were returned for further investigation. The evaluation of the received device view log shows that the system failed after start of the nebulizing program on the reported date of event, where the ventilator generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again (was rebooted). Simulated use testing of the returned returned parts in a reference ventilator did not reveal any problems. Several pre-use checks passed and simulated use test ventilation ran successfully for two days. The reported issue was likely related to the ongoing nebulization program. Therefore, nebulization was initiated in conjunction with ventilation without any deficiency noted. We have been unable to reproduce this error. A software modification of handling of nebulizing time was done in a software version available for download that will prevent this fault from occurring.

Event description:
Manufacturer's ref. #: (B)(4).